Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to improper maintenance. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the small battery drive device motor was defective, the control unit was damaged inside, the clutch was worn out and was difficult to engage and disengage, and the top trigger was stuck. It was noted that the device was in very poor condition. It was further observed that the device would not run - motor damaged, had component damage, the device was difficult to assemble and disassemble, the trigger did not move smoothly and was sticky, and the electrical control unit was damaged and would not run. It was further determined that the device failed pretest for check power with power test bench, check function of device, check for sticky triggers and check the attachment coupling. It was noted in the service order that the device did not function. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.